Manufacturer narrative:
Reporter is synthes employee. A product investigation was conducted. Visual inspection:the holding sleeve with locking device (p/n: 03.010.112, lot number: l884756) was received at us cq. Upon visual inspection, the captivation nut and coupling sleeve components are missing. Document/specification review: relevant document was reviewed. No design issues or discrepancies were identified. Dimensional inspection: a dimensional inspection was not performed due to the definitive finding of missing components. Conclusion: the overall complaint was confirmed for the holding sleeve with locking device (p/n: 03.010.112, lot number: l884756) as the captivation nut and coupling sleeve components are missing. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.010.112. Lot: l884756. Manufacturing site: hägendorf. Release to warehouse date: 22 june 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of loaner set it was observed that the holding sleeve with locking device was missing a part. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).